Manufacturer narrative:
The 4fc12 sheath with lot 0010372191 was returned and analyzed. Visual inspection showed the device shaft was kinked close to the tip. Aspiration and flush testing did not show any air passing through the tube or expelled from the sheath distal tip. The pull wire was not broken. No teflon delamination was noticed at the tip of the shaft. In conclusion, the sheath failed the returned product inspection due to a kinked shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.